Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was noted that the patient developed peritonitis on an unspecified date in (B)(6) 2015. Upon follow up, it was reported that the patient had been treated with unspecified antibiotics for the peritonitis event. The patient was reported to have recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.